Event description:
The customer reported system messages displayed towards the end of the case. The system was rebooted and another system message was received. The system was switched out to complete the cases. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system messages reported. The system messages were found in the system event log. The nitrogen connector was reseated. The system was then tested and met all product specs. (B)(4).